Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2014 with the following findings: evaluation revealed that the display was dim, fading and discolored. Unrelated to the display issue, evaluation revealed that the clip insert had broken free from the casing, which has no effect on insulin delivery function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/11/2014.